Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation of the plate indicates that the plate fracture was likely a result of fatigue failure. Microscopic imaging of the beachmarks, beachmarks which are marks indicative of fatigue failure, were visible originating from the top surface of the plate at the hole location where the plate fractured. It is known that the patient was obese, which is a contraindication for the anthem distal femur plates. This risk fracture may have contributed to the plate fracture; however, an exact cause of the reported issue could not be determined.

Event description:
It was reported that there was a revision surgery to replace an anthem ti lateral broad distal femur plate that was found broken post operatively.